Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the fresenius optiflux 180nr dialyzer, and the serious adverse event of pruritus. Although the treatment record from (B)(6) 2022 was unavailable, medical records indicated the patient was actively undergoing hd therapy when the event occurred. The patient was provided IV benadryl, which was effective in reliving the pruritus. Based on the patient¿s response to the antihistamine, it is reasonable to discern a hypersensitivity reaction likely occurred. Based on the totality of the information available, the fresenius optiflux 180nr dialyzer cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. While uncommon, hypersensitivity reactions are known to occur with the use of optiflux dialyzers and/or other elements in the extracorporeal circuit. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient experienced pruritus (wrist) during hd therapy on (B)(6) 2022. While hospitalized, the patient underwent hd therapy (heparin free), with complaints of wrist itching, and was given intravenous (IV) benadryl (dose not provided). The patient underwent hd again on friday (B)(6) 2022 (with heparin, no benadryl) without issue and was discharged home.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Three lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one to multiple approved temporary deviation notices (dn) reported on the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. The optiflux dialyzer instruction for use (IFU) indicates the following: ¿in rare cases, hypersensitivity reactions may occur during hemodialysis treatment. A history of allergies is an indication for careful monitoring of hypersensitivity reactions.¿ a definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported to fresenius that a hemodialysis (hd) patient experienced pruritus (wrist) during hd therapy on (B)(6) 2022. While hospitalized, the patient underwent hd therapy (heparin free), with complaints of wrist itching, and was given intravenous (IV) benadryl (dose not provided). The patient underwent hd again on friday (B)(6) 2022 (with heparin, no benadryl) without issue and was discharged home.